Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
The lead has been returned to the manufacturer. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected section: evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), the outer insulation had a cosmetic cut, the outer insulation was breached cut and there was apparent explant damage.

Manufacturer narrative:
The lead has been returned to the manufacturer. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported "that the baby with this lead died" and less than eight months after implant. The date of death and cause of death have been requested and not received. The physician does not suspect lead failure.